Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not apply the clip properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed with a back up instrument.

Manufacturer narrative:
Based on the claim against the product by the customer noting the medium-large clip applier would not apply clip properly, an investigation was completed to determine the cause of this reported event. The clip applier instrument was analyzed, and failure analysis investigation was able to replicate and confirm the customer reported issue. The clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly loaded on the grips. The reported failure was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of severely bent grips with an offset = 0.05¿ is attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. Additional observation not reported by site was also identified: the clip applier instrument was found to have multiple input disks broken. Hairline cracks were found on grip input shafts. The probable root causes of the broken instrument input disks are typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. This complaint is reportable malfunction event due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.